Event description:
Dr visit to remove sensor; removed dexcom g6 sensor from abdomen and noticed sensor wires were not attached. Could feel something under skin when lightly brushing fingertips over area. Whatever is sticking up is just beneath surface and cannot grab with tweezers. FDA safety report ID# (B)(4).